Event description:
It was reported the programmer was slow to boot. The programmer was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the long boot time, software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).